Event description:
In 2002 during the f/u, approximately 20 cm thrombus was detected in the treated left limb using duplex ultrasound. Further details of the nature and location of the thrombus or symptoms is not available. The pt was hospitalized for an unspecified amount of time and placed on thrombolytic and anticoagulation (coumadin) therapy.